Event description:
It was reported that during a lap cholecystectomy procedure there was an issue with clip formation. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.